Event description:
The user accidentally banged his head at the beginning of september and then lost hearing benefit with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user accidentally touched his head beginning of september and lost the hearing benefit with the device. The user has been re-implanted.